Event description:
It was reported that the li61aor intraocular lens was removed intraoperatively due to a bent haptic. The incision was enlarged to remove the damaged lens. A backup lens was implanted successfully. The pt's current prognosis is described as very good. This event refers to the pt's left eye. Please reference MDR # 1119279-2012-00237 for the lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.